Event description:
It was reported that the patient exhibited Twiddler's Syndrome causing the Right Atrial (RA) and Right Ventricular (RV) leads to become dislodged. An X-Ray was performed, and dislodgement of the RA and RV lead were confirmed. The physician explanted and replaced the RA and RV lead. During the procedure, a replacement RV lead was not used due to an unknown issue. A different RV lead was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.